Event description:
Customer alleged while riding, the chair started to make loud noises and then started to smoke. Customer also stated the chair caught on fire after he got out of it. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m41, serial number/date code and age of product are unknown at this time. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that he was driving his m41 power chair when it started to make loud noises and smoke. The consumer stated that he got out of the chair and moments later the chair allegedly caught fire. Fire and smoke allegedly damaged the chair and the consumer stated that he put it by a dumpster. There is no product to be returned for an inspection and evaluation. The consumer is currently using a loaner chair from a friend. He was advised by invacare to contact his dealer for options on a new chair. No injury.